Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the ventilator device alarmed and the fan made a certain noise. This incident was noticed upon start-up and was not further explained to hamilton medical ag. The hamilton vigilance reporting decision strategy prescribes to report startup issues. An intermittent alarm was observable both visually (message alert). 'Fan failure'. The device log files (service log, error log, event log, teslaspy log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, the ventilator device alarmed and the fan made a certain noise. - this incident was noticed upon start-up and was not further explained to hamilton medical ag. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - an intermittent alarm was observable both visually (message alert). 'Fan failure'. - the device log files (service log, error log, event log, teslaspy log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.